Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) displaying a "system error, out of service, revert to manual CPR" error message was confirmed during functional testing and archive data review. The root cause of the issue was due to the communication error from the drive train motor. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message. The platform was connected to the autopulse vision software and the error message was able to be cleared. The archive data revealed a system error 139 (unable to hold compression position) message on the reported event date. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate was deburred to address the issue. The platform was further tested including the load characterization check and passed the testing. The autopulse was subjected to the run in test using normal and 95% patient large resuscitation test fixture for 100 minutes continuous and passed with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform sn (B)(4).

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" error message. No patient involvement. No additional information was provided.